Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed and that the ac inlet was pulled out. The ac power module was replaced which resolved the failure. As of (B)(6) 2011 there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed and that the ac inlet was pulled out.